Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display, although the customer was able to get the display to return before troubleshooting was performed. The customer also reported that the insulin pump alarmed low battery as well as weak battery intermittently. He stated that the battery did not last 1 week as expected. He reported that he had used fresh batteries but still observed low battery life. He was advised to clean the battery cap. He stated that thought that the tab of the battery cap may have been pushed in, but he used pliers to pull it out. He was advised to replace the insulin pump. He did not know the blood glucose reading. Nothing further reported.